Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received. Device not returned.

Event description:
It was reported that the cartridge leaked from the o-ring. Reportedly, the customer was attempting to fill 440 units; however, noticed the leak after filling about 290 units. Also, it was noted that the lower right hand part of the screen was unresponsive. Troubleshooting with tandem's technical support indicated that pump passed all the touchscreen tests. There was no impact to the customer's blood glucose level and the customer was able to load a new cartridge successfully.